Event description:
It was reported that a smiths medical pump displayed a "no disposable clamp tubing" alarm. Pump settings: rate 2; res vol 15.9; given 80.1; air in tubing. No injury to patient. No further information available.